Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 82 mg/dl compared to readings of 268 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into c zone, showing difference in values to be clinically significant. The length of sensor wear was 7 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. Performed an smu (source measurement unit) test using milled slot into sensor casing to ensure the sensor's electronics were functioning correctly, however results were mot within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. A further extended investigation was conducted. Visual inspection was performed using a digital microscope on the returned puck. No signs of damage were observed during the inspection. The sensor data in the initial scan was reviewed and no abnormalities were observed. The device was brought to the bench for testing. The unit was de-cased using a libre side-cutter. The returned sensor was scanned on the evm (evaluation module) and then restored and reactivated using the ptugen4 tool. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. It was observed that the returned puck moved into state 4, (active paired), indicating that the puck moved to a normal operation mode and was fully functional. Additionally, a poise voltage test was performed and results that were within specification were observed, indicating no issues with electrical signal lines integral to the glucose reading process of the returned puck. A temperature test was performed and the temperature difference between the puck temperature and room temperature was observed to be within indicating that the puck's thermistor was fully functional. The observations made in previous phase were not confirmed as all functional tests was able to be performed and observed to pass in extended investigation. The returned sensor passed all testing, and no evidence of a product malfunction was observed during the investigation. Since no evidence of a product malfunction was found during the investigation, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Product has been returned, and the investigation is currently in process. A supplemental report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 82 mg/dl compared to readings of 268 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into c zone, showing difference in values to be clinically significant. The length of sensor wear was 7 days. There was no report of death, serious injury, or mistreatment associated with this event.